Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the helix would not extend multiple times during initial implant. The lead was not used. The patient was stable post-procedure.

Manufacturer narrative:
The complaint of a helix extension issue was confirmed via analysis and was due to damage sustained during procedure. The lead was otherwise normal. No anomalies were found.